Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 5.x, lab: 2.9. Nurse also tested herself (non coumadin user) on two separate meters. Results as follows: meter: 1, inratio: 0.9, lot#: 235738. Meter: 2, inratio: 1.9, lot#: 234586. The lot number used on meter #2 is the same one that the caller received the discrepant pt result on.

Manufacturer narrative:
Investigation pending.